Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 25 miu/ml hcg cutoff control (n=29); all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined without patient specimen in-house analysis and insufficient information was provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported that a customer, in the (B)(6), received a potential false negative hcg result on the hcg one step pregnancy test device (urine/serum) in comparison to a positive laboratory test. The following was reported: 1. Concentration of the low-cutoff control: 25 ng/ml. 2. Verify on the shipping condition, storage condition of the product: product was shipped by air freight, as it has been for several years. The product was stored in our temperature controlled warehouse prior to distribution. The customer reported that the product was stored in similar conditions. 3. Verify the test procedure: quality control test was conducted, in which correct procedure was followed (3 drops of fluid in to the well). Distributor cannot verify how the customer conducted their testing, however they buy several thousand tests per year, so distributor assumed that they were using a correct testing method. 4. Please describe the issue: customer, who also buys a few thousand tests per year, has experienced patients' urine sample not being shown as a positive, with a laboratory test confirming the pregnancy. 5. Date of event: not provided. There was no patient specific information provided and no quantitative testing results provided. There was no adverse patient sequela. There was no additional information provided.